Manufacturer narrative:
An event of device malposition and heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 7 mm from the non-coronary cusp (deeper than the recommended 5 mm). It was also noted that the patient medical history includes arrhythmia. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted during a transcatheter aortic valve implantation using a flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 7mm at the non-coronary cusp (ncc) and left coronary cusp. The patient remained hemodynamically stable throughout the implant procedure. On (B)(6) 2024, a complete atrioventricular (av) block occurred. The patient had a prolonged hospitalization for monitoring of rhythm. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.